Event description:
The reporter stated that the surgeon inserted an aa4203tl toric silicone single piece lens, but the lens was torn by the injector. The incision was enlarged to remove the lens and sutures were required to close the incision.

Manufacturer narrative:
Results: visual inspection of the returned product found pieces of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.